Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables and power sources. Customer reported an elevated blood glucose (bg) level of 450 (mg/dl) and delivered a bolus to stabilize bg level. The customer indicated injections would be used as back-up therapy.